Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014: inratio 1.4, repeat inratio 2.1, second repeat inratio 3.0. All three tests performed within thirty minutes. Pt's therapeutic range 1.8 - 2.5. Pt touched strip during first 2 tests. Pt is receiving antibiotics. No reported adverse pt sequela. No additional info provided.

Manufacturer narrative:
It is indicated that the product is not returning for eval; therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as possible rood cause for the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no nonconformities were documented. No further investigation will be pursued at this time. Based on the available info, there is no indication of a product deficiency. No corrective action is required at this time.